Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer requested support for external random access memory test failure (error code 1007). There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 27feb2019, date rec¿d by MFR : 26feb2019. Received email correspondence from the customer stating that the repair has declined and the unit removed from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.